Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed. Patient had a significant pre-op deformity owing to a previous septic arthritis if the hip joint. There has been no sign of active infection in the hip joint for many years.